Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial# unknown, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that a approximately a year after implant, the patient experienced some problems with much pain and the implantable neurostimulator (ins) pocket was slightly swollen. The surgeon detected an infection, but was not clear on the indications. A revision was done and the ins and extensions were explanted. The patient was treated with antibiotics. A new ins and extensions were implanted, but the same thing happened within a month. The patient was currently being treated with long term antibiotics. The patient had severe pain problems over the ins pocket, but not over the extensions of the neck. The surgeon thought there may be some kind of rejection reaction. No allergy tests have been done on the patient and they did not have any other implants. Refer to manufacturer report #3007566237-2017-00294.

Manufacturer narrative:
The mfg site ID was updated to (B)(4). Note that information references the main component of the system and other applicable components are: product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient was treated with antibiotics. The patient had severe pain in the pocket of the implantable neurostimulator (ins), but they were receiving effective therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.